Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. On (B)(6) 2024, the patient returned to the hospital due to shortness of breath. Echocardiography showed the implanted clip had partially detached from the posterior leaflet, causing mr to increase to a grade of 3. On (B)(6) 2024 an additional mitraclip was performed, and one clip was implanted, reducing mr to a grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) is due to patient anatomy (calcification as well as thin, friable and tethered leaflets). Recurrent mitral valve insufficiency/regurgitation (mr) resulting in dyspnea appears to be related to migration. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.